Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as event date was not provided.

Event description:
It was reported that the burr fractured the wire and a perforation occurred. The target lesion was located in the right coronary artery (rca). A rotawire drive and a 1.5 rotaburr were selected for use. After several runs at greater than 20 seconds and with a high speed of 200rpms, the rotawire broke on the last run. The maximum decel was 5k. A perforation occurred and exited to right ventricle (rv). A synergy stent and a non-boston scientific drug-eluting stent were used to trap the detached piece of the rotawire and to cover the perforation proximately. The patient was brought back for percutaneous coronary intervention (pci) in the left anterior descending (lad) artery. The rca was reviewed and looked great. The patient went home and is doing well.

Event description:
It was reported that the burr fractured the wire and a perforation occurred. The target lesion was located in the right coronary artery (rca). A rotawire drive and a 1.5 rotaburr were selected for use. After several runs at greater than 20 seconds and with a high speed of 200rpms, the rotawire broke on the last run. The maximum decel was 5k. A perforation occurred and exited to right ventricle (rv). A synergy stent and a non-boston scientific drug-eluting stent were used to trap the detached piece of the rotawire and to cover the perforation proximately. The patient was brought back for percutaneous coronary intervention (pci) in the left anterior descending (lad) artery. The rca was reviewed and looked great. The patient went home and is doing well. It was further reported that the patient experienced bleeding/hematoma and hypotension requiring additional intervention.